Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the speedband superview super 7 became jammed, preventing the deployment of the ligation bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Based on the additional information received: it was confirmed that the event/procedure date performed was on (B)(6) 2025.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed. The device was returned and, upon visual inspection, damage to the teeth was observed. The ligator housing was returned with one band attached, and the suture wire was returned with seven knots. No other problems with the device were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event of bands unable to deploy was confirmed. It was observed that the ligator housing was returned with one band attached, and the suture wire was returned with seven knots. Additionally, the teeth were found to be damaged. The markings on the ligator housing teeth suggest that excessive force may have been applied during use, resulting in the damage. Alternatively, the damage may be attributable to the technique used by the physician when introducing the device into the patient, which could have caused damage to the teeth and adversely affected the functionality of the handle during band deployment. Regarding the reported code "bands failure to deploy," analysis of the device determined that the bands could not be deployed due to damage to the teeth. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d2b (pro code (product code)): mnd. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the speedband superview super 7 became jammed, preventing the deployment of the ligation bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on september 18, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the speedband superview super 7 became jammed, preventing the deployment of the ligation bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Based on the additional information received on september 18, 2025: it was confirmed that the event/procedure date performed was on (B)(6) 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the speedband superview super 7 became jammed, preventing the deployment of the ligation bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Based on the additional information received: it was confirmed that the event/procedure date performed was on (B)(6) 2025.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed. The returned device was visually inspected and found to have damaged teeth. The ligator housing was returned with one band still attached, and the suture wire was returned with seven knots. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth suggest that the device may have been subjected to excessive force, which caused the teeth to become damaged. Alternatively, the damage could be related to the technique used by the physician when inserting the device, resulting in bent teeth and impaired handle functionality during band deployment. Based on the analysis performed, it was determined that the damage to the teeth prevented the bands from being deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the speedband superview super 7 became jammed, preventing the deployment of the ligation bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the speedband superview super 7 became jammed, preventing the deployment of the ligation bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.